Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of 35.3 seconds. Technical services (ts) discussed that bradycardia therapy was available and tachycardia therapy was limited to maximum energy shocks. Ts discussed that the device could be exhibiting a CT anomaly. It was noted that the patient was leaving for a vacation and the device would be replaced upon their return. The patient was noted to not be pacemaker dependant. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.